Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that a ¿not enough supply bags for total treatment¿ message appeared on the screen of their liberty select cycler. The message occurred during step 3 of setup, and it occurred several times. The solution bag cones were fully broken, their clamps were open, and the solution bag connections were secure. Solution was not found in the solution bag line. However, the bags were laying flat and the lines were not kinked. The patient started a new setup using new supplies and received the same message. The patient was advised to discontinue use of the cycler and they were issued a replacement. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and they were trained to perform pd therapy without the cycler. The patient said they would use capd supplies to complete pd therapy manually. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment using manual supplies. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the brightness screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1923 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a system air leak test, a valve actuation test, a teach pumps test, and a patient sensor check. Additionally, a post-accelerated stress test (ast) was performed and completed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.